Event description:
As part of an analysis to review the safety architecture low voltage alert (code 1003), battery voltage data was pulled from the remote patient monitoring system. During our analysis, the device was identified as demonstrating evidence of premature battery depletion that could potentially lead to compromised therapy if not addressed in a timely manner. Based on the rate of depletion we estimate that if the device is replaced within 14 days therapy should still be available at the time of explant. Boston scientific technical services proactively reached out to the field representative to notify them of this finding and recommend device replacement. The field representative was planning to discuss this with the physician. At this time, the device remains implanted and no adverse patient effects were reported.

Event description:
Boston scientific received information in (B)(4) 2014 that ts contacted the local representative to ask if the device had been explanted. Ts was informed that the patient had been scheduled for an in-clinic device check in (B)(6) 2014. The local representative confirmed that the physician had been notified that this device was prematurely depleting. The data from the patient's monitoring system was reviewed. The device declared a low voltage fault in (B)(4) 2014. The voltage is currently 2.656 volts and therapy delivery is most likely compromised. Elective replacement indicator (eri) was triggered in (B)(4) 2014 due to charge time. The device hardware is not detecting the loss of battery energy. Because of this, the battery status indicators are not reflecting the depletion condition and are inaccurate. The data indicates that the device's therapy delivery capability may be compromised. The local representative was notified that the device's tachycardia therapy may be compromised but bradycardia therapy may be available until (B)(4) 2014. Ts was informed by the local representative that the device replacement procedure had been scheduled but was delayed by the patient until (B)(6) 2014. Boston scientific received information that this patient was presented back to the electrophysiology (ep) laboratory for a scheduled device replacement procedure. The device was explanted and replaced without incident.

Event description:
--

Manufacturer narrative:
The device remains in service at this time. This report will updated upon receipt of additional information.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Upon receipt, the device will undergo detailed analysis to determine root cause.

Event description:
--

Manufacturer narrative:
(B)(4). Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of the device memory confirmed that two low voltage alerts (code 1003) had been recorded. External visual inspection of the device noted no anomalies. Initial automated testing was not performed due to the depleted battery (end-of-life at 2.496 volts). The battery voltage on the day before explant was 2.572 volts. Shock therapy was not available at explant; however, rv pacing pulses were available. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with compromised low voltage (bypass) capacitors connected to the device¿s battery. Low voltage capacitors are used in the device¿s high-voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which was depleting this device¿s battery faster than normal. On august 29, 2013, boston scientific distributed a letter to physicians concerning this issue. This letter informed physicians that, in a subset of devices, the performance of a low voltage capacitor may be compromised over time, causing increased current drain that can lead to premature battery depletion. This device is a part of the identified population.